Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patient experienced pain at the ipg implant site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced and the ipg site relocated. Surgical intervention addressed the issue.